Event description:
It was reported that pump experienced malfunction with displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction appeared again, which caller understood and acknowledged.